Manufacturer narrative:
The lancet device and lancets were received for investigation. Section h4: the year is the only known part of the manufacture date. We have defaulted to the first of the year. The customer's allegation could not be confirmed during the investigation. The customer's lancet device was tested with the customer's lancets at 11 different pricking depth settings and, for each attempt, the needle correctly produced a puncture hole, retracted, and ejected. The lancet device could be primed and released with no issues and worked according to specifications. The lancet device was disassembled and no abnormalities were observed. The lancets were investigated with a microscope and no abnormalities were observed. Complaints regarding this allegation and the specific lot number involved were reviewed and showed no increase for the affected production interval. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The lancet device and lancets were requested for investigation.

Event description:
There was an allegation of an issue with the coaguchek xs softclix lancet device. The customer alleged the lancet was protruding from the end cap after firing the device. The dial cap was properly seated at the time. The lancets lot number was 10521052 with an expiration date of 31-nov-2024.